Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. However, x-rays were provided. Upon review, it was observed that a screw and associated set screw at the caudal end of the construct had slipped axially along the rod. There appears to be minimal overhang length on both sides of the construct. It was difficult to confirm the other three loose set screws. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: potential adverse events 1. Potential adverse events associated with spinal fusion procedures include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if applicable), and ruled out preoperatively. Postoperative 1. Adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Non-union may have contributed to the failure. It is also possible that the rod was not fully reduced. Sub-optimal engagement between the set screw and rod may contribute to loosening. However, as the devices were not available for evaluation, the root cause could not be determined conclusively.

Event description:
Stryker representative reported that during patient's 6 week follow up, x-rays showed 4 yukon oct spinal system set screws at t1 and t2 had "become loose or completely disengaged" from the tulip head. Revision surgery has not been scheduled. This report represents the second of four screws.

Manufacturer narrative:
Remains implanted.

Event description:
Stryker representative reported that during patient's 6 week follow up, x-rays showed 4 yukon oct spinal system set screws at t1 and t2 had "become loose or completely disengaged" from the tulip head. Revision surgery has not been scheduled. This report represents the second of four screws.